Event description:
On 5/16/97, the MFR's (MFR) distributor was informed by the facility's purchasing director that several of the device clamps had broke on various devices in the course of regular use on the floors at the facility. No pt injuries were sustained. The MFR's distributor stated that the clamps appeared brittle and snapped when he clamped non-sterile samples. No further details were provided at this time.